Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report. H3 other text : device remains implanted in patient.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery of the tibia component to invision tibia and inbone flat top talus due to poor bone quality with cystic changes in the tibia and subsidence with pain.

Manufacturer narrative:
The reported event could be confirmed based on available medical record and medical expert assessment. The device inspection was not possible as the product was not returned for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Upon further investigation of the CT scans by healthcare professionals the following was observed ¿the tibial component shows significant radiolucency and there is also a lateral subsidence visible with dislocation of the implant. Therefore, loosening and migration can be confirmed.¿ based on the investigation, the root cause was attributed to the patient related issue. The failure was detected due to significant radiolucency around the tibial component, also there is a lateral subsidence visible with the dislocation of the implant. Hence, loosening and migration is confirmed from the medical assessment by the hcp. If device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery of the tibia component to invision tibia and inbone flat top talus due to poor bone quality with cystic changes in the tibia and subsidence with pain.